Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported the manufacturing representative was not able to communicate with the device at the hospital. During the call, the patient was getting the power on reset (por) screen. The patient was redirected to their healthcare provider to clear their por. No symptoms were associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.